Event description:
In review of published literature, these findings were noted. Between (B)(6) 2000 and (B)(6) 2007, the 144 pts underwent endovascular repair of abdominal aortic aneurysms using gore excluder aaa endoprosthesis at (B)(6). The mean age was 71.6 (+ or -) 7.9 years. The 88% of the pts were male. The article describes two pts who had buttocks claudication complications. Further info was requested.

Manufacturer narrative:
Lot numbers were requested and not provided to gore. Add'l info was requested. The article "long-term clinical and morphologic analysis after endovascular aneurysm repair using the excluder endograft" copyright 2012 by the society for vascular surgery" (frederico bastos goncalves, md, an jairam, md, michiel t voute, md, adriaan d moelker, md, phd, ellen v rouwet, md, phd, sander ten raa, md, phd, johanna m hendriks, md, phd, and hence j verhagen, md, phd).